Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 28-may-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 28-may-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are getting the message settings not available, cannot provide your desire setting on the controller screen since friday. Patient stated they are on group a. Patient services specialist asked patient to connect with the controller and controller show implanted neurostimulators 70% and controller 100% charged. Patient service asked patient if they have been around strong magnetic devices recently and patient said no, they had an MRI a few months ago and endoscopy and other medical appointments. Agent reviewed meaning of message and recommend patient consult with healthcare provider (hcp) office for next step. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. On 2024-jul-08 additional information was received from the patient (pt). The pt reported they were told the cause of the settings not available message was a faulty lead. The patient was reprogrammed and this resolved the issue. Weight was reported.